Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the screen was completely black and becomes fuzzy and snowy during colonoscopy procedure while the patient was under sedation involving an olympus colonovideoscope. The procedure was completed with an olympus back-up device. There was no patient injury reported.